Event description:
It was reported that the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the pocket site was revised. The issue resolved.